Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Due to bacterial growth in the water bath troubleshooting included decontamination of the system by performing 2181 internal decontamination procedure, which resolved the issue. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated lithium results on the architect c16000 analyzer. The following patient data was provided (mmol/l): sid 1024b initial lithium 0.56, repeats 0.966, 0.607. Sid 1024c initial lithium 0.37, repeats 0.84, 0.41. There was no impact to patient management reported.